Event description:
It was reported that the external pulse generator (epg) did not stay on for 15 seconds when the battery was removed to change it. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event the main printed circuit board (pcb) was defective. It was also noted that the upper case was broken, the lower case was broken, the battery release was contaminated, two side bail covers were broken, the ring cover was broken, the lead flex cover was contaminated, one side bail was bent, the battery drawer was damaged, the keyboard pad was defective and the battery drawer o-ring was missing. Further analysis was performed on the main pcb. This analysis confirmed that the battery removal failure was caused by a capacitor component failure. (B)(4).